Event description:
Pt presented to hosp emergency room in drug withdrawl due to infusion pump running dry. Unable to confirm as to whether low reservoir alarm was sounding. Pt rec'd oral medication at the hosp, and had no further complications post-refill.